Event description:
Customer reports about a blood leak during treatment. The blood loss for the pt is not exactly known but it was minor. No harm for the pt nor medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.